Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced issues with urinary retention post-implant and had a catheter inserted. The patient was going to the hospital to have the catheter removed, but collapsed and passed away. The patient was noted to have multiple comorbidities and the physician's office does not know the cause but indicated that it is unlikely to be related to the device. Nevro attempted to obtain additional event details; however, the information was not available.